Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead: product ID neu_unknown_ext, serial# unknown, explanted: (B)(6) 2013. Product type: extension. (B)(4).

Event description:
It was reported that there were high impedances and the patient experienced a jolting sensation at the device pocket. The reporter stated that the impedance showed an open circuit and the extension and implantable neurostimulator (ins) were replaced. It was noted that the issue was located at the device pocket and symptoms included pain and less than 50% therapy relief. The patient suffered no injury or adverse event. Three days later, it was reported that the patient was feeling fine post-operatively. The reporter stated that impedances were okay, no problems were found, and when the device was turned on the patient did not experience any jolting sensation. It was reported that the patient was feeling fine and was getting therapy again without any uncomfortable side effects.